Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the large needle driver instrument is not recognized by the system when inserted on the arm. The planned surgical procedure was completed. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a system to check for recognition and found the instrument successfully recognized. Results: engineering also observed the distal end of main tube has a section with a heavy concentration of deep scratches. The scratches are only on one side of the tube and have removed material from the tube. Based on the quantity, size, and orientation, the scratch marks are most likely caused by instrument collisions. No other damage was found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instruments intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.